Manufacturer narrative:
Date of event: exact date unknown, event occurred for the past 5 to 6 years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2352-70 serial: (B)(4). Batch: 16348521 / 2000005680.

Event description:
It was reported that the patient was experience inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.